Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recz3074 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that on the evening of october 31st, the PICC catheter showed a little leakage at the front end of the catheter. Consider the catheter split, trim the catheter and replace the supporting decompression sleeve. It was found that the parts of the pressure reducing sleeve fell off during replacement, and the pressure reducing sleeve should be replaced with a new one. No adverse consequences were caused.